Manufacturer narrative:
Batch review performed on 10-jun-2022. Lot 132743: (B)(4) items manufactured and released on 05-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional components involved: gmk-primary 02.07.2213r femur cemented ps size 3narrow / right (k122232) lot. 134788: (B)(4) items manufactured and released on 18-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Gmk-primary 02.07.0210psf tibial insert ps fixed size 2/10mm (k090988) lot. 136088: (B)(4) items manufactured and released on 20-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs director: at 8 years after primary tka the patella develops problems and a ni allergy is developed too. Substitution is required to offer lower ion release and treat the patella issue by secondary resurfacing of the rotula. No device deficiency caused this adverse event. Preliminary investigation performed by r&d knee project manager: revision surgery of a gmk primary ps knee due to patella issue after more than 7 years from primary implantation. The insert looks dirty and still covered by the blood. It is not possible to notice any unexpected damage or worn-out surfaces. No elements relevant to the event can be noted in the analysis of the picture of the explanted component.

Event description:
Revision surgery and patella resurfacing were performed after about 8 years from the primary due to patella pain and nickel allergy. Gmk-hinge sensitin with patella e-cross have been implanted.